Event description:
It was reported that the patient was not eating, drinking and was losing weight. Device diagnostics for the vns device were within normal limits. Information was received in a fax from the physician that the loss of appetite and weight loss were present prior to the vns implant. The physician stated that the patient feels the vns device may have worsened the symptoms. The physician also felt that vns may have exacerbated the issues however did not believe it was a primary cause of the weight loss and reduced appetite. The physician stated that the loss of appetite and weight loss were attributed to a general medical condition and dysphagia. The physician stated that the vns device was turned off to see if the symptoms improve. The patient has also been referred to a gastroenterologist for further evaluation. A feeding tube was considered to be used for the patient as well. No other relevant information has been received to date.